Event description:
It was reported that the user experienced hyperglycemia after taking steroids, paused ilet insulin delivery, and self-administered 26 units of subcutaneous insulin as backup, with a highest documented fingerstick glucose of 343 mg/dl; the ilet alerted for high glucose, and the user had been advised previously to increase meal announcements but was counseled not to use meal announcements for correction due to potential algorithm impact, while also reporting false low readings from a libre 3 plus cgm and replacing the cgm sensor, then comparing cgm readings with fingersticks. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding appropriate correction methods, cgm validation with fingersticks, and referral for cgm replacement. Investigation of this case revealed use of meal announcements as corrections and cgm inaccuracies contributing to perceived lows, with algorithm disruption risk when using nonstandard meal announcements. It was concluded, based on previously established findings for similar reports, that user management choices and cgm reading discrepancies contributed to the hyperglycemia event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.